Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failed, and system notified as failed hardware. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had failed hardware. A field service engineer powered off the station, the back panel was removed, and the pyxibus cable was detached from the drawers. The back cover of the drawer was also removed. The retractor band was reseated, the row board cable was reseated, and the latch and position sensor were reseated. Once this was completed, the drawer was returned to the cabinet. The pyxibus cable was reattached, and the station was powered up. After the application was launched, the hardware performed successfully. The customer requested the cabinet for the station due to a failure that occurred that morning. All components were reseated on drawers 2.1 and 2.2. On drawer 2.2 aux, the latch sensor was not seated in the hard stop assembly. The latch sensor was successfully placed back in the hard stop where it was originally designated to be. The drawer was returned to the cabinet, and the station was rebooted. The hardware performed successfully. The system functioned as intended after the field service engineer repaired the device.